Event description:
It was reported that multiple occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy and also had manual injection supplies available.